Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that on (B)(6) 2017, the user was unable to see the ECG waveform via electrodes while treating a patient in cardiac arrest. The customer reported that they also tried to acquire the ECG waveform via paddles but were also not able to see the ECG waveform. It was reported that the alleged failure was observed while the device was in clinical use as a hospital monitor. The involved patient died.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse analyzed the device and could not reproduce the problem. The fse evaluation involved the following: collection of all information, events and log file of the equipment to be sent to the factory. Conduct operational, functional and safety tests on equipment. The fse found the equipment is operational according factory specifications. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that on 23-march-2017, the user was unable to see the ECG waveform via electrodes while treating a patient in cardiac arrest. The customer reported that they also tried to acquire the ECG waveform via paddles but were also not able to see the ECG waveform. The patient was being treated for cardiac arrest with asystole when the device behavior was observed. The cardiac arrest incident was recognized when the patient was being continuously receiving cardiac ECG and spo2 monitoring. This device was connected to the patient to provide defibrillation treatment as needed during the cardiac arrest. The ECG rhythm display showed 60 cycle interference when ECG leads were used and when the paddles were used. Another mrx was obtained to replace this device. The hospital nurse reported that the device behavior had no impact on the patient's outcome because the patient's rhythm was asystole and the defibrillation functionality was not required and bls/als was started at the time of the cardiac arrest.